Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was part of the definitive le study: the turbohawk ls-c standard tip atherectomy device was used. Initially 4 passes and the device was removed to clean. However, the plaque could not be removed from the nosecone therefore, and a second turbohawk ls-c was then used to perform an additional seven passes through the lesion. Angiography was then performed showing a linear dissection, causing 30-50% residual stenosis with some residual dye seen in the wall of the vessel upon clearing of the other volume of angiographic dye downstream. Intravascular ultrasound was used to analyze the dissection. At the site of the dissection, there appeared to be a minimal luminal diameter. In addition, there was evidence for a mobile linear dissection impinging on the lumen of the vessel. This was felt to represent a suboptimal result so they immediately used balloon angioplasty and stent implantation. Final angiography was performed showing a smooth 0% residual stenosis throughout the stented segment of the left superficial femoral artery with a step-up and step-down across the stent, no evidence for dissection. Please reference MDR 2183870-2011-00081 for the other turbohawk ls-c used in the procedure.